Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. The issue of the f-38 alarm was identified during visual inspection and functional testing. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.